Event description:
The patient is implanted with two model 3268 leads from the same lot. It was reported the patient's scs leads have eroded through the skin. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.